Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a lost sensor issue on the insulin pump. The customer's blood glucose level was 41 mg/dl. The troubleshooting was performed. The customer was advised for reorienting or relocating the transmitter or receiving device or both. The customer advised to call back if issue recurs. The customer sensor was removed and replaced.